Manufacturer narrative:
UDI: (B)(4). This device was evaluated and it was it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device was difficult to assemble/disassemble, would not run and motor and cosmetic damage. It was further determined that the device failed pretest for starting behavior, power with test bench, excessive noise, untrue running, function of the soft mode switch (safety system), air leak, reverse locking mechanism, attachment coupling with the attachments and general condition. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.